Manufacturer narrative:
A2: 12/04/19/67.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) revealed mesenteric perforation. The ivc filters distal struts extended up to 2 mm beyond the ivc lumen. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) revealed mesenteric perforation. The ivc filters distal struts extended up to 2 mm beyond the ivc lumen. No further patient complications were reported in relation to this event.